Event description:
It was reported that the ventricular lead exhibited less than 100 ohms impedance, loss of capture and loss of sensing. The lead was explanted and replaced. Post explant, the physician noted that while extending the helix, the inner portion of the lead would twist while the outer portion remained stationary, creating a twisting effect which caused lead failure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal coil of the lead had been overtorqued, resulting in a deformation of the coil inside the connector barrel. The distal coil was intermittently making mechanical contact with the proximal barrel, creating an electrical short, causing the reported low lead impedance, capture and sensing anomalies.